Event description:
Guidant rec'd info that the pt went into ventricular fibrillation (vf) and died in 2005. The physician noted in the pt's paperwork prior to the pts' death that the cardiac resynchronization defibrillator (crt-d) appeared to be functioning normally. After the pt's death, the physician was not sure it was operating normally. It was further reported that the pt's last follow-up was the next day and the device was operating normally at that time.

Event description:
Guidant received info that the pt wnet into ventricualr fibrillation (vf) and died on nov 06, 2006. The physician noted in the pt's paperwork prior to the pt's death that the cardiac resynchronization defibrillator (crt-d) appeared to be functioning normally. After the pt's death, the physician was not sure it was operating normally. It was further reported that the pt's last follow-up was on sept 7, 2005 and the deivce was operating normally at that time.